Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. The large hem-o-lok clip applier instrument was not registering when installing to the robot arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint. And completed the device evaluation. Failure analysis investigation found, the primary failure of failed engagement to be related to the customer reported complaint. The instrument was found, to have an engagement failure, based on the log review of remotefe and engagement logs. However, the engagement failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No grip misalignment observed. Additional observations that were not reported by the site: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed multiple times. The housing was removed, and the instrument was found to have a cracked input. Also, hairline cracks were found on the grip input shaft.